Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the o.r. For device change-out due to normal eri. There were difficulties in removing the rv lead from the device header. Eventually, the rv lead was successfully removed from device header after several suggestions. The procedure was completed successfully without adverse consequence to the patient.